Manufacturer narrative:
Failure analysis noted the insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. There were no unexpected bolus stopped alarms noted. Also no traces of moisture were noted per visual inspection at electronic or motor assemblies. The insulin pump was received with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the keypad is unresponsive. The customer's blood glucose reading was 182 mg/dl. The customer stated the numbers on their keypad were not scrolling. He stated the insulin pump may have been exposed to moisture, sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.